Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results on the same meter with readings of "189 and 101mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. The meter and control solution have not yet undergone evaluation therefore no conclusions can be drawn at this time.if lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter, test strips and control solution have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.